Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer through emergency support program that the cardiosave intra-aortic ballon pump(iabp) had continued to provide a rl disconnected message. Registered nurse (rn) had troubleshot this by replacing the electrodes multiple times. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (investigation findings, investigation type, investigation conclusion), h11. It was reported by the customer through the emergency support program (esp) that during use, the cardiosave intra-aortic balloon pump (iabp) had rl disconnected message. There was patient involvement reported and no injury or harm reported. Esp personnel was on call to evaluate and troubleshoot the unit. The customer indicated that they had attempted troubleshooting by replacing the ECG electrodes multiple times. Esp personnel recommended replacing the ECG electrodes, placing doppler gel on the back of each one, and placing the ECG electrodes as if they were ¿hugging the heart¿ to increase conduction a screenshot provided by the customer was reviewed and showed the pump operating in auto mode with an appropriate ECG waveform. Esp personnel recommended switching out the ECG cable. The customer would need to find another ECG cable. Direct contact information was provided to the customer for future assistance.

Event description:
N/a.